Manufacturer narrative:
The serial number is currently unavailable; therefore, the date of manufacture is unknown. UDI: (B)(4). Reporter¿s complete address and phone number were not provided. The manufacturing location is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) applied to the left humeral diaphyseal fractures, the radiolucent drive device was being used for the 2nd screw for distal side stopping and while the surgeon was drilling the bone, the device stopped before the drill bit passed through the lateral side of the cortical bone. It was reported that this was due to the slipping clutch mechanism. The surgeon removed the drill bit from the bone and tried to drill again however the same event occurred and the handpiece itself rotated. It was further reported that the surgeon took apart the device to the handpiece and radiolucent drive and then reassembled them, however the slipping clutch mechanism became active and the device completely stopped working. A functional test of the of the affected device was done following the surgery and the device worked properly. It was also reported that the device became heated up during the surgery. It was reported that there was a 30 minute delay in the procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number of the device was reported as unknown in the initial report and has been updated to (B)(4). The unique identifier( UDI) has been updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.